Manufacturer narrative:
Patient identifier: asked but unavailable. Age at the time of event/date of birth: asked but unavailable. Patient sex: asked but unavailable. Patient weight: asked but unavailable. Date of event: as the date of endoleak identification was unavailable, but was reported as (B)(6) 2020, the date of event has been estimated as (B)(6) 2020. Other relevant history, including preexisting medical conditions: asked but unavailable. Device information: the device lot/serial number was asked for but was unavailable. Therefore device information remains unknown. If implanted, give date: date of device implant was unavailable, but was reported as 2017. Therefore the date of implant was estimated as (B)(6) 2017. Concomitant medical products and therapy dates: asked but unavailable. Device manufacture date: as the device lot/serial number is unavailable, the device manufacture date is unknown. Attempts were made to obtain the device lot/serial number, and the lot/serial number was unavailable. No device history record review was able to be completed. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention include, but are not limited to, endoleak. Furthermore, indications for use and appropriate anatomy for use of the trunk-ipsilateral leg endoprosthesis includes infrarenal aortic neck treatment diameter range of 19 ¿ 32 mm and a minimum aortic neck length of 15 mm. Key anatomic elements that may affect successful exclusion of the aneurysm include a short proximal aortic neck.

Event description:
On an unknown date in 2017 the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. It was reported that there was no aortic neck distal to the renal arteries in which to land the device. On an unknown date in (B)(6) 2020 a proximal type I endoleak was observed. Coils were used to fill the space between the gore® excluder® trunk main body and the aneurysm wall to suppress leakage. The cause of the endoleak and gap between the aneurysm wall and device was not reported, and the physician¿s comment was not available. On an unknown date in (B)(6) 2020, computed tomography imaging revealed a new gap in the opposite wall from the coil filling. The presence of endoleak was not confirmed. No reintervention was planned.